Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. For full investigation result. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A visual examination of the returned device found the balloon in the wingfolded position. There was no stopcock or protective sleeve present. There was no damage noted to the catheter shaft. The guidewire was found to be unraveled. A functional test of the balloon was performed and it was found that the balloon inflated to 18mm and 7 atms as specified in the dfu. The reported defect of "unable to inflate" was not able to be confirmed. The most probable root cause for the guidewire being unraveled is handling damage. (B) (4).

Event description:
It was reported to boston scientific corp that a cre wireguided dilatation balloon was used during a esophageal dilatation performed on (B) (6) 2009 on a male pt who was over the age of 18. According to the complainant, during preparation, the balloon would not inflate. The procedure was completed with another cre wireguided dilatation balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. The device was received for evaluation. Based on investigation results, this has been deemed a reportable event.